Manufacturer narrative:
The patient's meter was returned for investigation. The returned meter was measured with master lot strips and liquid quality controls. Qc 1: 2.4 inr, qc 2: 2.5 inr, qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr) all measurements were without error messages. The patient had anti-phospholipid antibodies (apas). The results alleged by the customer were not observed in the meter result memory. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Correction/removal report no.

Manufacturer narrative:
Device was requested for return but was not available.

Event description:
The customer complained of a discrepant inr result for 1 patient from coaguchek xs meter serial number (B)(4) compared to the laboratory the dade innovin test method. At 10:30 am the result from the meter was 6.0 inr. At 10:47 am the result from the laboratory was 3.5 inr with venous blood. There was no adverse event. The patient's coumadin dose was held based on the results. On (B)(6) 2018 the result from the meter was 6.4 inr after holding the patient's coumadin dose. The patient was not anemic, no heparin, and no direct thrombin inhibitors. The patient has had no changes in coumadin dose, no changes in diet, no illness, no new medications, no bleeding, and no bruising. The patient's therapeutic range was 3.5 - 4.0 inr. The suspect product was requested to be returned for investigation. Relevant retention test strips (lot 304974) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The investigation was unable to find a definitive root cause.